Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery and barbed suture was used. The suture was detached from the needle during use. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). An empty opened foil, a winding former, a detached needle and a suture piece of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were not as expected; since, the hit of the stake was higher than usual, causing that hit of the stake come across with the solid part of the needle. This condition caused the needle pull off. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance - pull off suture needle suggest is an incorrect swage defect.